Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 03jan2019. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the unit has a broken display. The device was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR: 28jun2019. The battery was not found to be faulty during the evaluation of this device but the fse still recommended its replacement. There was no allegation of battery malfunction and no deficiencies were confirmed. It could not be confirmed if the customer replaced the battery. Although requested, the patient's information was not provided. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of report: 20jun2019. Date received by manufacturer: 04may2019. The customer reported that the ventilator had a broken display and also the bottom foot kit was broken. The international fse (field service engineer) evaluated the unit and confirmed the reported problems. During the evaluation the fse also found that the cpu cover was damaged, the battery was faulty and the fan filters required replacement. The fse replaced the ventilator's touchscreen, the bottom foot kit, the cpu cover and the fan filter. The fse confirmed that these parts were damaged during transport. The faulty touchscreen was returned and fi (failure investigation) was performed on 04may2019. Visual inspection of the returned touchscreen revealed evidence of physical damage on the screen's front display. Therefore, it was determined that the screen's physical damage resulted in the crack damage on the screen's front display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.